Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were slight changes in the right ventricular thresholds and impedance values since patient's open heart surgery. The device remains in use. No patient complications have been reported as a result of this event.